Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. On 26-aug-2024, it was reported that the patient faced insulin set insulin flow blocked. No further information available.